Event description:
This 175-pound, male patient with a history of hyperlipidemia cardiac arrhythmia, coronary artery disease, and hypertension was admitted for carotid angiographic evaluation. He had high-risk criteria for intervention, including abnormal stress test, age >75, and known two or more proximal or major diseased coronary arteries with > 70% stenosis that have not or cannot be revascularized. Angiography revealed a 95% stenosis extending from the ostium of the left internal carotid artery into the proximal segment of the vessel. An angioguard device was advanced beyond the target site and the 5mm basket was successfully deployed. The target was pre-dilated. An 8.0 x 40mm precise stent was deployed in the target lesion without complication. The angioguard was successfully retrieved. Upon inspection, there was debris noted in the filter basket. There were no reported procedural complications. Following the procedure, the patient experienced sudden onset of right-sided hemi-paresis, hemi-neglect and aphasia. The patient was ruled in for ischemic stroke. Act at the time of the event was 604 seconds. The patient had partial recovery with major residual deficits.

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days of receipt.